Event description:
Fluid build up knee [knee effusion], knee is hurting worse that before/has pain [aching (r) knee] ([off label dosing frequency]), lump in both knees/medication sitting on top of the ball of her [joint swelling] , having a reaction [unevaluable event]. Case narrative: initial information received on 06-jan-2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves a 67 years old female patient who experienced fluid build up knee, knee is hurting worse that before/has pain, lump in both knees/medication sitting on top of the ball of her and having a reaction (latency: unknown for all), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Medical history include being very cold natured person and steroid injections in both knees several months prior to synvisc. On (B)(6) 2019, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), injection liquid (solution), dosage strength as 8mg/ml, dosage unknown in right knee (lot - unk) for arthritis. Information on the batch number was requested. It was reported that the patient had all three injections of synvisc injected at one time in her knee. On an unknown date in (B)(6) 2019 after few days of latency, the patient had fluid build up knee and knee was hurting worse that before/has pain. These events lead to intervention when oral steroids were prescribed on (B)(6) 2019 but the patient didn't start taking them until after the new year. After (B)(6) 2019, the patient read that it was not the way to administer synvisc. It was reported that the patient did not have redness or heat at the sites and was a very busy person so unable to use the ice due to being a very cold natured person or elevation except at night. On an unknown date, after few days of latency the patient could feel the medication sitting on top of the ball of her and was having a reaction. On an unknown date, since the injection, the patient had lump in both knees. No relevant lab test reported. Action taken: not applicable for all events. Corrective treatment- oral steroids for fluid build up knee and knee was hurting worse that before/has pain. The patient outcome is reported as unknown for all events. A product technical complaint (ptc) was initiated on 07-jan-2020 for synvisc. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: in process. Additional information was received on 23-jan-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.

Event description:
Fluid build up knee [knee effusion]. Knee is hurting worse than before/has pain [aching (r) knee] ([off label dosing frequency]). Lump in both knees/medication sitting on top of the ball of her [joint swelling.] Having a reaction [unevaluable event]. Case narrative: initial information received on 06-jan-2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves a (B)(6) female patient who experienced fluid build up knee, knee is hurting worse than before/has pain, lump in both knees/medication sitting on top of the ball of her and having a reaction (latency: unknown for all), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Medical history include being very cold natured person and steroid injections in both knees several months prior to synvisc. On (B)(6) 2019, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), injection liquid (solution), dosage strength as 8mg/ml, dosage unknown in right knee (lot - unk) for arthritis. Information on the batch number was requested. It was reported that the patient had all three injections of synvisc injected at one time in her knee. On an unknown date in (B)(6) 2019 after few days of latency, the patient had fluid build up knee and knee was hurting worse than before/has pain. These events lead to intervention when oral steroids were prescribed on (B)(6) 2019 but the patient didn't start taking them until after the (B)(6). After (B)(6) 2019, the patient read that it was not the way to administer synvisc. It was reported that the patient did not have redness or heat at the sites and was a very busy person so unable to use the ice due to being a very cold natured person or elevation except at night. On an unknown date, after few days of latency the patient could feel the medication sitting on top of the ball of her and was having a reaction. On an unknown date, since the injection, the patient had lump in both knees. No relevant lab test reported. Corrective treatment- oral steroids for fluid build up knee and knee was hurting worse that before/has pain. The patient outcome is reported as unknown for all events. A product technical complaint was initiated with global ptc number (B)(4) and results were pending for the same.